Event description:
Pain, weakness of the legs and hips, fluid accumulations around the leg and hip reported.

Event description:
A revision has been reported of a mom total hip. The patient wanted the mom bearing surface removed because his chromium level was high.